Event description:
It was reported that the customer's insulin pump ws alarming with a button error. It was not exposed to ahigh magnetic field. The customer had discontinued use and reverted to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.